Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter tricuspid valve-in-valve implantation with a novel balloon expandable myval® thv" was reviewed. This research article presents a case study on a (B)(6)-year-old-male patient who underwent a tricuspid valve operation with a 31mm sjm epic valve due to ebstein anomaly. 11 years post-procedure, the patient presented to the hospital with increased edema in the legs, abdomen and new york heart association (nyha) class iii dyspnea. Transthoracic echocardiography(tee) revealed tricuspid valve bioprosthesis stenosis or degenerated with a mean gradient of 15mmhg with moderate mitral regurgitation, mild impaired right ventricular dysfunction, massive right atrial dilation and a preserved left ventricular ejection fraction (60%). As a result, the patient underwent a tricuspid valve-in-valve(tviv) procedure using a myval tissue heart valve. The patient was discharged from the hospital with a tricuspid mean gradient of 5mmhg after one day of uneventful hospitalization post-operatively. The article concluded that this is the first report of tviv implantation of a novel balloon expandable myval tissue heart valve in a degenerated tricuspid valve bioprosthesis. Surgical interventions for the tricuspid valve will increase, and more transcatheter interventions will be required, therefore tricuspid valve specific devices should be developed with randomized controlled studies. The primary and correspondence author of the article is bilge duran karaduman m.d, atilim university, faculty of medicine, department of cardiology, medicana international ankara hospital, cankaya 068510 ankara, turkey with the corresponding email: bilge_dr@yahoo.com.

Manufacturer narrative:
As reported in a research article, a patient underwent a tricuspid valve replacement with a 31mm sjm epic valve. An event of edema, dyspnea, tricuspid stenosis, mitral regurgitation, right ventricular dysfunction, massive right atrial dilation, preserved left ventricular ejection fraction of 60%, and a tricuspid valve in valve procedure, 11 years post initial procedure was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.